Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, newly started on ilet with a dexcom g7 cgm, experienced repeated low glucose alerts approximately every five minutes while the meter glucose was 67 mg/dl and the ilet displayed 39 mg/dl; the user acknowledged alerts and treated the reported low with oral carbohydrates, then received coaching to take 15 grams of carbohydrates and recheck after 15 minutes, and was advised that alert volume could be reduced though turning alerts off was not recommended. Symptoms included hypoglycemia. Outcomes included no injury, no emergency care, and continued use with education provided. Investigation included review of the event details and user coaching on alert management and hypoglycemia treatment. Investigation of this case revealed discordance between cgm and bgm readings and nuisance hypoglycemia alerts, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.